Event description:
It was reported that the patient could not adjust stimulation and had a display showing a "call your doctor" icon. A power on reset (por) condition was reported. The por was cleared and the issue was resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead model 39565 (B)(4) implanted: 2009-(B)(6) explanted: unk, recharger model 37752 (B)(4) implanted: 2009-(B)(6) explanted: unk, patient programmer model 37743 (B)(4) implanted: 2009-(B)(6) explanted: unk, extension model 37081 (B)(4) implanted: 2009-(B)(6) explanted: unk, extension model 37081 (B)(4) implanted: 2009-(B)(6) explanted: unk.